Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the balloon was inflated once to 10 atmospheres. A long vascular puncture needle was used to pierce the balloon for deflation. There were no patient complications and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that a balloon failed to deflate. A ranger drug-eluting balloon catheter was used during a procedure and did not deflate. The balloon was pierced for removal. No patient complications were reported. This product is only ous approved but is similar to an approved us device.